Event description:
Alleged event: healthcare professional reported "no complaint against the device" of a non- (B)(6). Device. This record is for left side. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device code: 3189. Reference report# mw5184816.